Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016 the lay user/patient mother (reporter) contacted lifescan (lfs) USA, alleging that her daughters onetouch ping meter had a broken "ok" button. The complaint was classified based on the customer service representative (csr) documentation.   The reporter stated that the alleged meter issue began on approximately (B)(6) 2016; the meter issue had been occuring intermittently since this time. On (B)(6) 2016 the patient was unable to use the device because of the issue for approximately 35 minutes. The patient is on insulin pump therapy. The reporter state that the patient did not take any action regarding her usual diabetes management regimen in response to the alleged meter issue. The patient reported that she developed the symptoms of "irritable" and "nauseous" within minutes of the alleged meter issue and was hyperglycemic for 24 hours. At approximately 11.30 am on (B)(6) 2016 the patient self treated with 9 units of humalog insulin. During troubleshooting the csr was able to confirm that this was not the first usage of the device and that it had not been misused. The csr was unable to resolve the issue with troubleshooting. Products were replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.